Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 449 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with manual injection and insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. Customer stated that there is crack on infusion set and they changed it. Customer stated that they received calibration not accepted error. The device will not be returned for analysis.